Event description:
The user facility reported that the device ran on during a procedure. The user facility reported that there were no medical interventions, surgical delay, or adverse consequences.

Manufacturer narrative:
Manufacturer report number 0001811755-2017-01778 was filed in error.  Additional information regarding the event clarified that the customer did not experience a reportable event per 21 cfr 803:20.

Event description:
The user facility reported that the device ran on during a procedure. The user facility reported that there were no medical interventions, surgical delay, or adverse consequences.